Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 350 mg/dl to 400 mg/dl. The patient treated via insulin pump bolus but he would receive no delivery alarms. The customer discovered that the infusion set cannula was bent and that he bled at his site. The customer was advised to change his infusion set. The insulin pump was not returned for analysis.